Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.

Event description:
The right armrest collapsed. He alleges the metal piece that holds the arm rest up does not have a clip, tooth or indentation to hold it into place. Patient fractured teeth and unspecified head, arm and leg injury.